Event description:
Reportable based on device analysis completed on 27 sept 2013. It was reported that crossing difficulties was encountered. The target lesion was located in the highly calcified right coronary artery. A 16mm x 4.00mm ion drug eluting stent was advanced but failed to cross the lesion. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis results revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found that the stent was damaged at the proximal side. One strut on the most proximal row was bent outwards, with other struts on the same row slightly misaligned. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).